Event description:
The pt said the new pump didn't work as good as the old pump; the pt experienced a lack of therapeutic effect. The healthcare provider reported that at one refill the expected volume was 4 mls; the actual volume was 7 mls. The catheter was replaced. The pt recovered without sequela. The pump was used to deliver morphine.